Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by turbid fluid. The cause of the peritonitis event was unknown. It was not reported if the hp was hospitalized for the event. Treatment for the peritonitis was not reported. At the time of this report, the patient was recovered from the peritonitis event. Additional information was not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.